Event description:
Patient is a 70-year-old male, resident of (B)(6). Per patient's medical record patient has history of chronic respiratory failure, dm, pna, ckd, anemia, laryngeal ca, and seizure disorder. Patient has a shiley xlt6 distal in place on mechanical ventilator simv-vc rr 12, vt 400, ps 14, peep +5, fio2 28%. On (B)(6) 2023 ~0200, (B)(6), rcp noted that patient's ventilator was alarming and showing low tidal volumes, low minute ventilation, and low pressures. Rcp attempted to inflate balloon pilot using 10cc syringe, with no improvement. At this time, (B)(6), rcp and (B)(6), rcp performed an emergency trach change. Same size trach was inserted with no complications. Vitals were taken and patient remained in stable condition. Spoke to (B)(6), rcp who stated he notified the (B)(6), lead rt and (B)(6), rn of trach change. Patient had a routine trach change performed on (B)(6) 2023 with no incident. Trach tube was sequestered for further investigation. Upon investigation, trach tube was submerged into water and pilot balloon was inflated using a 10cc syringe, cuff around tube would not inflate nor hold air.